Event description:
The following was reported: "revision of size 3 triathlon poly. Patient presented with pain, some clinical instability reported. Can¿t see item number or lot number to confirm poly size 3 no original operation info found."